Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 17590243 brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 17336951 brand name: linear 3-6 upn: unk-m-sc-2366-50 model: sc-2366-50 serial: (B)(6) batch: 17634074. Brand name: precision spectra upn: m365sc11320 model: sc-1132 serial: (B)(6) batch: 17965405.

Event description:
It was reported that the patient experienced had a small external wound around the lead insertion site that was open, and a second small wound around the lead insertion site that is closed. In addition, there was pus and redness at the wound sites. The onset date of the first wound was approximately three months ago, and approximately one month ago for the second wound. The wounds open and close sporadically. It was assessed that the patient had an infection, and the patient was administered antibiotics. The physician does not know if the infection is device related. There is no further course of action. The patient is expected to fully recover. Additional information was received that one of the leads eroded and broke through the skin. The patient was admitted to the hospital, underwent an explant of the entire system, and was doing fine post-operatively. A culture was taken which confirmed staphylococcus aureus. The explanted devices will not be returned due to hospital protocol.

Event description:
It was reported that the patient experienced had a small external wound around the lead insertion site that was open, and a second small wound around the lead insertion site that is closed. In addition, there was pus and redness at the wound sites. The onset date of the first wound was approximately three months ago, and approximately one month ago for the second wound. The wounds open and close sporadically. It was assessed that the patient had an infection, and the patient was administered antibiotics. The physician does not know if the infection is device related. There is no further course of action. The patient is expected to fully recover.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 17590243; brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 17336951; brand name: linear 3-6, upn: unk-m-sc-2366-50, model: sc-2366-50, serial: (B)(4), batch: 17634074.